Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Event description:
Follow up information obtained identified the patient's scs ipg was replaced with a new one and the issue addressed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the scs system patient controller (pc) was displaying ¿replace generator soon¿ message when connecting to the scs ipg. Troubleshooting indicated the patient's scs ipg battery may be depleted. Surgical intervention may be necessary to replace the patient's scs ipg.